Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and cracked reservoir tube lip. The insulin pump had moisture damage on lcd on board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the buttons were unresponsive. The customer reported that the insulin pump got exposed to moisture. The customer's blood glucose was 132 mg/dl at the time of incident. The customer mentioned that there were cracks on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.